Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided information on further steps to take if the malfunction code recurred, with the customer acknowledging and understanding the instructions.